Manufacturer narrative:
Integra has completed their internal investigation on july 26, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: failure analysis was not possible since the complaint unit is not to be returned for evaluation and pictures showing the patient¿s condition were not provided by the customer. The reported condition cannot be confirmed. DHR review; since the fg lot number was not provided, the device history record (DHR) could not be reviewed. Complaints history; from june 2014 - june 2016, a total of (B)(4) complaints (including the ones under evaluation) related to ¿patient developed a blister¿ for biopatch product family. (B)(4) of these (B)(4) complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: (B)(4) in jun-dec 2014, (B)(4) in 2015, and (B)(4) in jan-jun 2016. Approximately (B)(4) units have been released for distribution since june 2014 - june 2016, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints' units in this category (B)(4) by the number of released units for distribution (B)(4) times 100 (%). Conclusion: the reported condition ¿patient developed a blister¿ could not be confirmed since pictures were not provided by the customer. No assignable cause that could be associated to the manufacturing process of biopatch was identified. No assignable cause that could be associated to the manufacturing process of biopatch was identified. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ also, the IFU clearly warns that: ¿the safety and effectiveness of biopatch® has not been established in children under 16 years of age¿; the patient in this case was (B)(6).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by sales representative that the patient developed a blister that was noted to appear under the biopatch that extended away from a PICC insertion site. PICC line was pulled and wound care was started. The patient has breakdown to that area, requires minimum wound care. Patient is a (B)(6) male, (B)(6) with a medical pre-existing condition of cerebral palsy. Additional information was requested and the following was received: patient has been using biopatch since the line was first placed in the upper right arm on (B)(6) 2016. After 17 days, he patient developed a blister that has an oval to oblong shape of approx. 1-1.5 cm with no exudate and no draining from the PICC line. Medical intervention was performed to treat the blister with neosporin and covered with non-adherent dressing for 36hrs, then the area was cleaned with chg and mepilex dressing placed over site. There are no concerns for catheter dislodgement or displacement. The skin prep used is chloraprep for site prep and the aplicare skin protectant and the skin prep is allowed to dry prior to the biopatch application. The type of cover dressing used over the biopatch was steri-strip, covered with tegaderm. Bioptach changed every 7 days or as needed (in this case changed on day 3 and day 10). Patient is stable, no wound progression, healing scab closed progressing to a small scar.